Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that she experienced bg levels greater than 500mg/dl with large ketones and therefore assumed the pod had "failed." She noted that the cannula was kinked "with no alarm sounding." The pod was removed and a new device was applied. Correction boluses were administered every half-hour over a three-period - this helped to lower her bg levels, but "they had administered so much fluid and insulin" that the customer had to be given juice "to raise bgs back to normal range." The report indicated that the customer had received medical intervention, though no detailed information was provided about this event. No product will be returned for evaluation.